Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose levels. Customer was at work when she began to feel ill. She checked her blood glucose level and it was 60 mg/dl. She ate a glucose tab or two, but when she checked her blood glucose later, it was even lower. Customer then took liquid glucose and shortly after started convulsing. 911 was called and customer was taken to the hospital. Her blood glucose level at admission was 40 mg/dl. She was treated with concentrated glucose gel and an IV. Customer was wearing the device at the time of hospitalization. She was not in an accident. Nothing further reported.